Manufacturer narrative:
The device was returned to olympus for evaluation. The customers¿ allegation was confirmed. The water tightness is not maintained. Due to top cover collapse. Due to external factors; and the water tightness is not maintained. Due to a perforation of the forceps channel; due to external factors. The forceps stopper mouthpiece has been scrapped off; due external factors. Additional findings are as follows: (a.) The tip cover is burnt; due to handling (contact with high frequency snare, influence of radiant heat. (B.)scratches on the eyepiece; due to external factors. (C.) Scratches were found on the grip; due to external factors. (D.) Scratches were found on the angle lever; due to external factors. (E.) Scratches are found on the up down plate; due to external factors. (F.) Scratches were found on the diopter ring; due to external factors. And (g.) Discoloration of the operation part is recognized. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had an air leak at the tip. And 2 pinholes of the forceps. It is unknown, when the event was found. There was no reports of health hazard to the patient or user of the device. The subject device was subsequently evaluated by olympus, and detected a defect during estimate, forceps stopper cap was scraped off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.